Event description:
It was reported that interrogation of the device on (B)(6) 2014 and two days afterwards, indicated that some electrode combinations displayed high impedances of > 4,000 ohms. No further information was reported. It was also noted that the patient died two days after a cardiac arrest. It was stated that the death was not device related. The device was subsequently explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found no anomaly.

Event description:
Additional information received reported that at this point the cause of death was unknown, but was presumed to be cardiac in origin. Prior to the cardiac event the patient had responded well to his therapy and the system was functioning properly.

Manufacturer narrative:
Concomitant products: product ID 3389-40, lot# 0208107571, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3389-40, lot# 0208107570, implanted: (B)(6) 2014, product type lead; product ID 37085-40, lot# nkn060202v, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 37085-40, lot# nkn060329v, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.